Event description:
It was reported that the patient went to the emergency room with a heart rate in the twenties, and cardiopulmonary resuscitation was performed. In addition, an intermittent loss of capture was observed with the left ventricular (lv) lead. Reprogramming was done to increase the patient's heart rate. The device and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, lead, implanted: (B)(6) 2009. (B)(4).